Event description:
This event was reported by a (B)(6) of peritonitis and ventricular tachycardia in an approximately (B)(6) male patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was hospitalized due to the peritonitis. On (B)(6) 2010, the patient expired. It is unknown if an autopsy was performed. Dianeal therapy was ongoing at the time of death. During a follow up call on (B)(6) 2010, the facility nurse indicated, on an unreported date, the patient experienced ventricular tachycardia. On (B)(6) 2010, the patient died as a result of the ventricular tachycardia. Treatment information was not provided. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). Per the nurse, the event of death was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Root cause could not be determined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed. Should a sample be received a follow up MDR will be submitted. This is the third of three complaints related to this event.